Event description:
It was reported that this right ventricular lead exhibited high out of range shock impedance measurements. A potential commanded shock was discussed. This lead remains in service. No further adverse patient effects were reported.

Manufacturer narrative:
Additional information was added to the following fields: b1: adverse event/product problem, b2: outcome attributed to adverse event, b5: describe event or problem field, d6b: explant date, h1: type of reportable event, h6: impact codes.

Event description:
It was reported that this right ventricular lead exhibited high out of range shock impedance measurements. A potential commanded shock was discussed. This lead remains in service. No further adverse patient effects were reported. Additional information was received detailing that this lead was surgically abandoned and replaced.